Event description:
It was reported that the pt had a normal MRI 10 days before the event. The pt presented with hydrocephalus. Each implanted component was tested for proper flow and it was determined that the valve was functioning properly. The valve was explanted and replaced but the hydrocephalus has not been resolved.